Event description:
Dilatation was done, during the deployment over the guide wire, the white cone tip detached. Yes, a section of the device did remain inside the pt's body - the white cone tip was removed / retrieved with forcep. Yes, the pt did require add'l procedures due to this occurrence. Retrieval of the white cone. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no evo-fc-20-25-10-e devices (evolution esophageal controlled-release stent -fully covered) of lot number c835837 in stock at the time of the complaint investigation. The complaint info reported was as follows: dilatation was done, during the deployment over the guide wire, the white cone tip detached. The device involved in the complaint was not returned for eval. With the info provided a document based investigation was carried out. As the actual use conditions cannot be replicated in the lab, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. A possible cause of this complaint is that excessive force was applied during the procedure or on removal of the device causing breakage of the white cone tip; however, the cause of this complaint cannot be conclusively determined as the device was not returned for eval. The white cone tip was removed / retrieved successfully with a forceps. Prior to distribution all evo-fc-20-25-10-e devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for the evo-fc-20-25-10-e device of lot number c835837 revealed no discrepancies that could have contributed to this complaint issue. The evolution esophageal controlled-release stent-fully covered device is used to maintain patency of malignant esophageal strictures and/or to seal tracheoesophageal fistulas. The notes section of ifu0061-4 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would provided proper working condition, do not use." Quality engineering assess the complaint using the health risk assessment (hra) scale and the risk has been determined to be moderate. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer qa will continue to monitor complaints of this nature for potential emerging trends.